Event description:
Patient undergoing emergency ptca with stent for chest pain and acute myocardial infarction (stemi). Approximately one hour into the procedure, the patient suddenly became unresponsive and began a "snoring" type respiration and had ventricular tachycardia per the monitor. A code was called; however, it was unsuccessful and the patient expired. Cath report indicated patient had two occlusions of the lad, proximal 80% stenosis thrombus (which was stented successfully) and then distally had a 100% occlusion. Proximate to this case the following was reported - when the machine was activated and programed to "fill" the syringe, the piston on the injector began to withdraw resulting in one side of the rubber plunger to not completely engage with the piston. A "grinding noise" was also audibly heard by the staff. Medrad changed out the injector head on this device a few days after the event.